Manufacturer narrative:
Correction on initial report: b.3, d.4, d.11, h4 & h.6 device codes. Additional information provided: d.11. The customer¿s report of an unspecified failure was confirmed. The pcu error log identified an 800.8000.0 (general os failure) and 2 instances of 351.6660.0 (plunger position failure) on the reported incident date. The 800.8000.0 malfunction was a log only error and did not affect the system. The 351.6660.0 malfunction was a channel malfunction which halted the programmed infusion. The pcu event log recorded the first 351.6660.0 channel malfunction on (B)(6) 2020 at 12:43 pm. Prior to the malfunction the source device had been infusing epinephrine (drug ID 265). The device had been infusing for approximately 7 hours before the malfunction occurred. The channel error was confirmed by the user. The device remained in a channel error state until the device was removed and re attached to the pcu at 12:53 pm. The pcu event log recorded the second 351.6660.0 channel malfunction on (B)(6) 2020 at 7:46 pm. Prior to the malfunction, the device was programmed to infused norepinephrine (drug ID 561). The device had been infusing for approximately 1 hour and 15 minutes before the malfunction occurs. The log shows the user confirms the error. The source syringe module remained attached to the system in a malfunction state. At 8:20 am, the syringe module is removed from the system. Initial testing performed replicated the 351.6660.0 (plunger position failure). The malfunction was found to be an interment failure. The failure would occur after multiple infusions. The source device was sent to operational engineering. They identified a broken component (r30, 33 resistor) which is part of the phase 5 motor circuitry, which resulted in the channel malfunction. The source syringe module was being used for treatment. The root cause of the 351.6660.0 channel malfunction is the result of a broken component on the syringe module logic board. Device history review: review of the source syringe module s/n (B)(6) service history record showed the device had a manufacture date of 17mar2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 17jul2020 and indicated that this device has been previously returned 5 times, 3 times for a 351.6660.0 (plunger position failure). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the syringe pump module demonstrated a message "calibrate" and the pc unit alarmed "channel error" during a epinephrine infusion while in use on a patient. The patient's blood pressure went down and had to receive medications at a higher rate to raise the blood pressure. The event occurred in pediatric intensive care unit.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is an adult. Although requested, patient information was not provided due to privacy.

Event description:
It was reported that the syringe pump module had an unspecified failure while in use on a patient. The patient's blood pressure went down and had to receive medications at a higher rate to raise the blood pressure. The event occurred in pediatric intensive care unit.